Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "upon insertion of 25mm io needle, upon pulling trocar out of patient, safety mechanism would not separate from needle and entire needle pulled out of patient. The needlset was used during a CPR. The io attempt was abandoned and a peripheral IV was established in lieu of the io. No patient harm was reported."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "upon insertion of 25mm io needle, upon pulling trocar out of patient, safety mechanism would not separate from needle and entire needle pulled out of patient. The needlset was used during a CPR. The io attempt was abandoned and a peripheral IV was established in lieu of the io. No patient harm was reported."